Event description:
Event description guidant received information that the patient with implantable cardioverter defibrillator (ICD) presented to the ER after receiving multiple shocks. Examination of the stored electrograms associated with these shocks demonstrated noise on both the ventricular shock and separate sensing leads. This noise was oversensed by the device, and an inappropriate shock was delivered to the patient, thereby inducing true ventricular fibrillation. Two subsequent shocks were delivered, but the shock impedance was recorded as "shorted" for both. Consequently, a fourth shock was delivered, and was successful in converting the vf to a normal sinus rhythm. The decision was made to explant and replace both the device and the leads, and a similar system was implanted without reported complication. The explanted devices were returned to guidant for analysis.